Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using pod5 coils. During the procedure, while a pod5 coil was being retracted through another manufacturer's microcatheter, it unintentionally detached within the microcatheter. The physician then noticed that the pod5 coil pusher assembly was kinked. The microcatheter was removed from the patient and the pod5 coil was flushed out. The procedure was completed using a new pod4 coil, a new soft coil and the same microcatheter. There was no report of an adverse effect to the patient.